Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: e4, g1(contact person).

Event description:
N/a.

Manufacturer narrative:
During a pm service, the getinge service territory manager (stm) discovered that the fiber optic connector was damaged. To fix the issue, the fse replaced the connector, and then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. There was no patient involvement, and no adverse event reported.